Event description:
Related manufacture reference number: 2017865-2023-38712. It was reported that the patient presented for a leadless pacemaker implant procedure. On the morning after the procedure, the patient developed a large blood clot that clogged in the lung and caused acute pulmonary thromboembolism. Surgical removal was not performed. This resulted in pulseless electrical activity and the physician utilized percutaneous cardiopulmonary support, yet the patient passed away on (B)(6) 2023. There was no allegation of malfunction on the device from the physician.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.